Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. The iab was inserted into the subclavian, which an off-label use of the product. There was blood seen in the catheter tubing as well as a "restriction alarm" generated. The iab was removed. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. The iab was inserted into the subclavian, which an off-label use of the product. There was blood seen in the catheter tubing as well as a "restriction alarm" generated. The iab was removed. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Two breaks were observed on the optical fiber, one at the kinked location of 76.2cm and the other 24.1cm from the iab tip. The inner lumen was found to be occluded with dried blood, but the occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was found at the mentioned kinked location that penetrated the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The penetration found in the inner lumen and catheter tubing appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).